Event description:
It was reported that the patient was hospitalized due to shocking sensations caused by the implantable pulse generator (ipg) device. No further information could be obtained despite good faith efforts.